Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 21 mg/dl. Customer stated that her insulin pump was over delivering and it caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No button error alarm noted and all buttons response properly. Unit returned with missing end cap sticker. Unable to perform basic occlusion, occlusion, and no delivery test due to prime/fill anomaly. Unit passed the displacement test.